Manufacturer narrative:
It was reported that a revision surgery was performed few months post-primary surgery after an accident. The operation was conducted due to obvious separation and displacement of the fracture end, callus growth and obvious bone defect. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to post-operative healing issue bone quality, unclear user instructions or non-compliant patient. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that patient had a medical intervention on (B)(6) 2015 due to obvious displacement of the fracture end and instability. On (B)(6) 2016 during an outpatient review, the x-ray showed: "the left tibiofibular fracture of the middle and lower part was reviewed after surgery, with plate internal fixation, good position of the broken end, and callus formation. The remaining cortical bones were continuous and complete without obvious signs of dislocation and obstinacy. Adjacent joints are in place. Osteoporosis in the bones of the left ankle. Tibial plate fracture. The doctor fixed the patient's left leg in plaster and required the patient to go home and stay in bed. The plaster was removed one month later. The patient continued to be examined until (B)(6) 2016.